Event description:
A pt reported experiencing inaccurate erratic results with a profile meter. The pt's blood glucose results were 34mg/dl, 83mg/dl. Tests were done < 10 minutes apart with a difference of 43mg/dl. Pt did not experience any adverse events. No further info has been reported.